Event description:
The units will not be returned. They have been disposed of by the sales rep. On several occasions during the surgical procedure, the hand drill handle breaks while turning. No pt injury was reported. These incidents did delay the surgical procedures.